Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system with a 0.014 in. Guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. The pull rack is separated, and the proximal section of the pull rack is missing. The distal section of the pull rack is still inside the handle. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. The handle was disassembled, and the proximal inner was prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that a partial deployment occurred, and the stent became elongated. A 6x120x130 eluvia drug-eluting vascular stent system was selected for treatment of chronic total occlusion (cto) in the superficial femoral artery (sfa). The patient was noted to have a steep bifurcation and the lesion was 100% stenosed with moderate calcification. The lesion was predilated. Midway through deployment, the stent had shifted, and the stent was noted to be elongated from 12cm to 15cm. Due to the elongation, the stent struts were reported to be rough, so an additional stent was placed. Upon removal of the stent delivery system (sds) the guidewire became stuck, so the sds and guidewire were removed together from the patient and a kink was noted. Additionally, the non-boston scientific guidewire was also noted to have a kink. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an eluvia self-expanding stent system with a 0.014 in. Guidewire stuck in the device. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent was deployed and did not return for analysis. The handle was disassembled, and the proximal inner was prolapsed. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that a partial deployment occurred, and the stent became elongated. A 6x120x130 eluvia drug-eluting vascular stent system was selected for treatment of chronic total occlusion (cto) in the superficial femoral artery (sfa). The patient was noted to have a steep bifurcation and the lesion was 100% stenosed with moderate calcification. The lesion was predilated. Midway through deployment, the stent had shifted, and the stent was noted to be elongated from 12cm to 15cm. Due to the elongation, the stent struts were reported to be rough, so an additional stent was placed. Upon removal of the stent delivery system (sds) the guidewire became stuck, so the sds and guidewire were removed together from the patient and a kink was noted. Additionally, the non-boston scientific guidewire was also noted to have a kink. No patient complications were reported.

Event description:
It was reported that a partial deployment occurred, and the stent became elongated. A 6x120x130 eluvia drug-eluting vascular stent system was selected for treatment of chronic total occlusion (cto) in the superficial femoral artery (sfa). The patient was noted to have a steep bifurcation and the lesion was 100% stenosed with moderate calcification. The lesion was predilated. Midway through deployment, the stent had shifted, and the stent was noted to be elongated from 12cm to 15cm. Due to the elongation, the stent struts were reported to be rough, so an additional stent was placed. Upon removal of the stent delivery system (sds) the guidewire became stuck, so the sds and guidewire were removed together from the patient and a kink was noted. Additionally, the non-boston scientific guidewire was also noted to have a kink. No patient complications were reported.